Event description:
Complainant alleged that during functional testing, the associated defibrillator failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The g3 electrode pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The pads were put through extensive testing without duplicating the report. The pads were scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.